Event description:
It was reported to manufacturer that the vns pt was scheduled for surgery due to a recent increase in seizure activity. The surgeon was not able to communicate with the patient's device during surgery despite troubleshooting attempts. Communication was able to be established with the new generator using the same programming system. When the new generator was connected to the existing lead, diagnostics revealed normal function. Attempts to obtain the explanted generator for analysis have been made, but have been unsuccessful to date. Further follow up with the treating physician revealed that the last time communication was able to be established with the generator was (B) (6) 2008 where the device was found to be functioning properly at that time. The pt was next seen on (B) (6) 2008 where communication was not able to be established with the generator. The pt had reported an increase in seizure activity between the last office visit in (B) (6) and this visit in (B) (6). The physician was not sure if the device had reached normal end of service, as they were not able to interrogate to check the eos status. Their programming system has been ruled out as the problematic device as they have been able to communicate with other vns patient's devices with no problems. The pt was subsequently referred for surgery.